Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years and 5 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a 21 mm surgical valve, the patient presented to the emergency room (ER) with high gradients. A decision was made to fracture the surgical valve using a 22 mm non-edwards balloon with the 23 mm sapien 3 ultra valve in place. The surgical valve was successfully fractured and the mean gradient at the end of the procedure was 17 mmhg. There was no patient harm.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (health effect - clinical code) and h11 (additional narrative/data). Additional information was provided revealing the patient had been admitted to the hospital with chronic heart failure and shortness of breath. Prior to the procedure to fracture the surgical valve, the mean gradient was 37 mmhg. The perceived root cause of the event was an underexpanded 23 mm sapien 3 ultra valve due to the small true internal diameter (ID) of the surgical valve. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3 ultra valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the increased gradients that required percutaneous intervention was confirmed. The available information suggests that procedural factors, such as a reported under-expanded valve, might have contributed to the event. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.